Manufacturer narrative:
It has been previously identified that the most likely cause of this failure mode in devices outside of their life expectancy is improper maintenance and/or placement of the bushing when the actuator is mounted to the boom. The subject lift is almost 19 years old, exceeding its expected life of 8 years. The invacare technician advised that the bushing was not present within the actuator's mounting holes. The absence of the bushing would allow for metal-to-metal contact between the actuator and mounting hardware, causing wear over time. The maintenance safety inspection checklist within the rpa450-1 lift user manual instructs to inspect the hardware connecting the actuator assembly to the mast and boom and to check for wear or deterioration every month. Any defective parts should be replaced immediately. The lift was repaired in the field by the invacare technician.

Event description:
While the rpa450-1 lift was receiving preventative maintenance, an invacare technician discovered that the boom actuator's mounting holes were worn/out of round.